Manufacturer narrative:
Conclusion: investigation results indicated that three days post implant; the patient experienced a cerebral vascular accident (cva). A review of the device history record (DHR) was performed for this valve, there were no non-conformances identified in manufacturing process that could be related to this event. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. A variety of factors can influence the onset of stroke. Additional information was received that two days post implant, the patient experienced intermittent abnormal rhythms and atrial fibrillation (afib). Cardiac dysrhythmias (i.e. EKG changes and atrial fibrillation) are known potential adverse events per the IFU. This issue can be resolved with the implant of a permanent pacemaker. Based on the received information, they were resolved with medication this report is being submitted as part of a historic clinical review of adverse events contained within the randomized surgical valve arm of the (B)(4) study.

Event description:
Medtronic received information that three days post implant of this aortic bioprosthetic valve, the patient experienced a cerebral vascular accident (cva) which the physician determined was related to the device and procedure. Two days post-implant of the valve, the patient experienced intermittent abnormal rhythms and atrial fibrillation (afib). The patient was successfully treated with medication. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.